Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ceramic tip of the inner sheath broke into 2 pieces just after starting to diathermy inside patient bladder. The surgeon was able to retrieve the broken ceramic tip after a long struggle. The surgery was extended between 30 and 60 mins. No negative impact in state of health reported. The surgery was completed but delayed for more than 30 mins. Therefore the event is deemed reportable.